Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and moisture was visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings: during investigation, there was moisture observed behind the display lens. The pump was found to be unresponsive and did not power on. The pump had no audible tones, no vibration and a blank display. The returned battery cap was able to fully tighten to the pump. The battery compartment was intact. A leak test was performed and showed a leak at the audio bolus button cover. Further testing was not able to be performed due to the unresponsive pump. The pump was removed from the case and evidence of moisture contamination was observed throughout the inside of the pump. Unrelated to the complaint, the audio bolus button cover was observed to be detached from the pump.